Manufacturer narrative:
G4: 21nov2019. B4: (B)(6). H11: b5: correction to the reported problem: the customer reported that unit had a white screen with audible alarm. This is an indication that the unit is in vent inoperable condition. There was no touch screen failure. The touch screen failure was in in advertently reported on MDR#2031642-2019-10562. H11: h6: correction to the device code h10: the biomedical engineer replaced central processing unit (cpu) board to address the vent inoperable condition submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18nov2019.

Event description:
The customer reported touchscreen failure. The unit had a white screen with an audible alarm. There was no patient involvement. The field service engineer was informed by the customer that prior to touchscreen failure, the power supply was replaced due to the battery not charging. It was after removing the top enclosure that problems with the touchscreen began.